Event description:
Point of care coordinator reports having problems with low end precision on triage troponin I (tni). Lot number w45028 was put into use mid morning on the (B)(6) and 645 patients have been run; 7 have shown "unacceptable variation" between draws.

Manufacturer narrative:
No product or samples were returned to biosite for testing. Product support tested in-house calibrators and whole blood sample on qc retains from lot #w45028 to observe troponin I (tni) recovery with the following results: no error codes or standard outliers were observed. All calibrator results were acceptable. All data points for the 'normal' whole blood donor were below the package insert cut off. Product support's review of the manufacturing release data found that all testing met final release specifications. No corrective action is required at this time as no product deficiency was established.